Event description:
Caller reported that mobile app was frozen while attempting to load a cartridge. There was no adverse impact to customer's blood glucose level. After troubleshooting, customer unpaired and re-paired app with pump.